Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. Visual analysis was only performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. Visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. Visual analysis was only performed. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was apparent explant damage. Visual analysis was performed only.

Event description:
The pacemaker and leads were returned with no information. The patient died approximately a year from pacemaker replacement implant. The cause of death has been requested and not received.